Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Manufacturer narrative:
When tested with a spare battery pack, the AED powered on and prompted a service code. The unit was requested to be returned for further evaluation. Upon receipt, the device underwent bench testing, during which the AED was unable to succesfully initiate a shock. Evaluation confirmed that a transistor had sustained damage attributed to the device experiencing a drop or significant impact.